Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and aris trans-obturator tape was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and urethral mobility. Following insertion, the patient experienced bleeding, urinary problems, recurrence, dyspareunia and neuromuscular problems. The patient underwent a hysterectomy in 2002. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent removal of mesh, urethral lysis, anterior colporrhaphy, and vaginal paravaginal on (B)(6) 2014 by dr. (B)(6) due to pain with coitus, vaginal pain, previous mesh and mesh erosion at (B)(6) hospital (B)(6).

Event description:
Details: it was reported that the patient underwent removal of mesh, urethral lysis, anterior colporrhaphy, and vaginal paravaginal on (B)(6) 2014 by dr. (B)(6) due to pain with coitus, vaginal pain, previous mesh and mesh erosion at (B)(6) hospital.

Manufacturer narrative:
Date sent to FDA: 11/11/2016. Additional information: other relevant history.

Manufacturer narrative:
Additional patient codes: (B)(4)- scarring additional narrative: it was reported that following insertion the patient experienced urethral scarring.